Event description:
It was reported that while the pt was undergoing a revision to a pocket infection, the pt's lead was damaged. No pt symptoms or outcome was reported. Add'l information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l information is received. Reference MFR. Report #6000153200800158.